Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the insertion handle of dynamic hip system (dhs) insertion wrench broke intra-operatively. A 30 minute surgical delay was reported due to this incident. No reported patient harm or other outcomes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual investigation has shown that the wrench is broken in two pieces. No other damages are visible. The exact cause of the breakage could not be determined. It is likely that too much mechanical force in combination with lateral stress had been applied and led to the breakage during the surgery. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: january 16, 2014 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.